Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the distal end of the device was stripped. During the procedure, a 145, 5-in-6 guidezilla¿ guide catheter extension was used in an unspecified coronary artery. The guidezilla was being used with a slender sheath. During removal of the guidezilla, the slender sheath stripped and bunched up the distal end of the device, but stayed on the catheter. No patient injury was reported.